Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (patient sample result=0.652 ng/ml vs. An expected result< 0.012 ng/ml) from a single patient sample processed on the vitros eciq immunodiagnostic system. The higher than expected patient result was reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the physician questioned the result. The customer thus retested the sample and the repeat result was believed to be true. The corrected result was issued. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non reproducible, higher than expected vitros trop I es patient result was obtained while using the vitros eciq integrated system. The most likely assignable cause is analyzer related, as a within-run tropi es precision test was outside of ocd guidelines, indicating the eciq analyzer was not performing as intended. An ocd fe performed service actions to sample and reagent metering, incubator, and well wash subsystems of the analyzer. Following these service actions, acceptable tropi es performance was obtained and the eciq analyzer retuned to intended operation. In addition, the investigation determined that this customer did not process samples in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The investigation determined that the most likely assignable cause is analyzer related. Additionally, a sample processing issue cannot be ruled out.